Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle was visible once the pod was removed; indicating the needle mechanism did not retract as intended. The pod was worn for between 4 and 24 hours.

Manufacturer narrative:
The device was received fully deployed with the needle fully retracted. During investigation, the needle mechanism was reset and redeployed with no issue. No damages or defects were found that would result in a needle mechanism failure. Although no issues were found, it could not be determined when the needle retracted, and the cause of the reported needle mechanism failure could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.